Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multisite electrode stimulation was planned after the micro-electrical recording (mer) as they performed serial neurological exams in the patient however they noted at this point an abrupt change in the patient's neurological exam with complete expressive aphasia, no other focal deficits were noted. They decided they should abort the procedure for a stat head CT to evaluate for acute intracerebral brain hemorrhage (ich). There was a small left basal ganglia intracranial hemorrhage and acute left corona radiata infarct. This resulted in patient hospitalization. The electrodes were not placed. The issue is ongoing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the intracranial hemorrhage was possibly related to the implant procedure. The issue is ongoing as of (B)(6) 2022.

Event description:
Additional information was received reporting that there was an assessment for product/therapy/procedure relatedness made by the investigator that the relationship of the event to the device or therapy was possibly related and the relationship to the implant procedure was possibly related. It was unknown if there was an assessment for product/therapy/procedure relatedness made by the sponsor. There was an assessment for product/therapy/procedure relatedness made by the clinical events committee (cec) different from investigator. Cec assessed as causally related to procedure. This event led to permanent impairment to a body structure or a body function, prolongation of existing hospitalization, and unscheduled clinic or office visit. There was surgical abandonment/capped, entire system, on (B)(6) 2022. Additional details about the event include surgery/anesthesia (event was a result of the implant or system modification procedure. The most recent date confirmed ongoing/unresolved was (B)(6) 2022.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.